Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Device received from (B)(6) for servicing. During servicing, it was found that the device had damaged bearings. It is unk if the device was used in surgery. It is unk if surgical delay, injury, or medical intervention occurred. There is no add'l info provided.